Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07308. It was reported the patient experienced weakness post-op, but the symptoms improved prior to the patient leaving the facility. The physician attributed this to the lidocaine used during the implant. On (B)(6) 2017, the patient reported feeling pain and lower extremity weakness and stated she planned to go to the ER to have the leads explanted. As a result, the patient underwent explant for both trial leads. The pain and lower extremity weakness resolved after explant.